Event description:
Additional information: it was later reported that patient was seen by a healthcare provider on (B)(6) 2013 for evaluation of the diluadid pain pump. Patient was informed by her pain management that the pump was due for an exchange. Patient had indicated to the hcp that during the last year she had some issues with pump migration and malpositioning; however there had been no malfunctions of complications with her pump. Patient had inquired about repositioning of the pump to the adjacent side. Patient had not visited the healthcare provider thereafter.

Manufacturer narrative:
Catheter model: 8703, lot# j92100904, implanted: 1992-(B)(6), explanted: unk. (B)(4).

Event description:
It was reported that the pump was floating in the pocket and that it¿s ¿spinning¿; ¿it just didn¿t happen in the last six months. It¿s been floating for a while¿. It was added that the pump was approaching end of life in about 6-9months and sometime around the middle of september they were to replace it and were thinking of moving it to another location; it was unknown if this pump was placed in a mesh pouch when it was implanted. Drug delivered via the device was dilaudid.

Manufacturer narrative:
.